Event description:
A male 71 yr old pt came into the hosp in full arrest. He was in a v. Fib. Rhythm when the ambulance arrived at the pt's home and went into an asystolic rhythm transport to the hosp. The pt had a known history of coronary artery disease. The staff tried to pace this pt externally with the defibrillator but it failed to pace. Pacer fault message on display at the time of use. Another unit was tried and pacing was successful, however the pt later died. The staff indicated that the failure to pace would have had no bearing on the pt's outcome.